Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right common and external iliac arteries. Angioplasty was performed with a 9x40mm armada 35 balloon, resulting in satisfactory resolution of the stenosis and brisk flow, but the balloon ruptured after the second inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional testing were performed on the returned device. The rupture was confirmed by way of pinhole. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.